Event description:
Reference MFR report: 3006705815-2019-01896. Follow up information identified the patient was stable and no further intervention was planned.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01896. It was reported the patient had a permanent scs system implant procedure on (B)(6) 2019. Reportedly, during the procedure the patient¿s oxygen saturation dropped and heart rate slowed. The patient was then flipped onto his back and was intubated and oxygen levels rose. At this point the procedure was abandoned. Once the patient was breathing on his own they closed the midline incision and an ambulance was called to transport the patient to the hospital for a full workup. No devices were implanted. No further information was available at this time.